Event description:
Pt on 6 liters nasal cannula with sp02 83% and in positive respiratory distress. Nipple adaptor on flow meter found to be cracked. No oxygen coming out of end of nipple adaptor. Adaptor replaced. Albuterol treatment given. Sp02 increased to 90%.